Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had expired while undergoing a computerized tomography (CT) scan as an inpatient at the hospital. The patient was found unresponsive and unable to be resuscitated. The coroner's office is requesting an interrogation/analysis of the patient's implantable cardioverter defibrillator (ICD). They are interested if any abnormal cardiac arrhythmias occurred at any time before, during or after the CT scan to help determine the cause of death and if the device did or did not treat appropriately, or if there was a device malfunction. It was noted the patient was not hooked up to a monitor or telemetry at the time of the death.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.